Event description:
A customer reported that the system shut off twice during the laser portion of a vitrectomy, a loud siren noise happened and a stop sign displayed. The system was rebooted and the procedure was completed with no harm to the patient. It was also noted that the diathermy knobs are coming off when the diathermy is plugged in.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).